Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 6mm single port monopolar cautery instrument was analyzed and found to have the tube adapter cracked. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The size of the crack measures approximately 0.80mm x 0.60mm. There was no material missing. The complaint regarding a split tip was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the single port (sp) monopolar cautery instrument had a split at the tip. The procedure was completed with no reported injury.